Event description:
Report received from the USA stating that the device was found to have a "hole in the hose" discovered during routine maintenance. The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).